Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis, as well as to indicate the product serial number. To date, apollo has not received the product or further information regarding serial number. Based on implant date and the device information provided, this is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Device labeling: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Caution: patients should be advised that the lapband® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction. Caution: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant.

Event description:
Reported as: patient complained of severe reflux. No erosion was noted upon the explant of the lap-band.

Manufacturer narrative:
Taper ii: the device was returned to apollo, and visual examination confirmed the connecter type was a taper ii. Device evaluation summary: the device was returned for analysis, and visual inspection noted the lap-band and access port appeared to have been surgically separated. Inspection of the device noted some wear/abrasion on the access port taper and the band shell. A fill test was performed and no leakage of the port was observed. A leak test was performed on the band and found no leakage. The device was returned was found to be working as intended.